Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was unable to fixate completely which resulted in the lp dislodging. The lp also exhibited high capture thresholds and the helix became stretched. The procedure was completed using a different lp. There were no patient consequences.